Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which shows no related complaints. A review of the site¿s instrument logs confirmed the instrument was used on (B)(6) 2024 on sk4820. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use. The harmonic ace user manual states in the intraoperative section, "to avoid damage to the tissue pad, keep the clamp arm open while the blade is active without tissue between the blade and tissue pad, to prevent conversion to open procedure for removal, x-ray, delay in procedure, or to prevent component being left in patient." At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. .

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the teflon pad of the harmonic ace instrument broke off and fell inside the patient while the surgeon was performing dissection. The harmonic ace instrument did not collide with any other instrument or hard material during the case. The fragment was retrieved during the same procedure. A back-up harmonic ace instrument was used to complete the procedure as planned. No x-rays were performed and no post-operative complications have been reported.